Event description:
It was reported to boston scientific corporation that following an anterior repair procedure in 2009, using an uphold vaginal support system, the patient experienced discomfort due to a 1.5 centimeter exposure of the mesh. The physician stated she did a vertical incision (versus a more distal horizontal incision) during the uphold placement procedure, and she believes the mesh was in contact with her suture line as a result. The patient has not required any medical intervention.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.